Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 30 issue was verified. Additionally, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.